Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013; inratio inr: 1.5, 2.0, and 1.5. The time between testing was ten (10) minutes apart. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 312530. Investigation: inratio precision data provided by end-user: (B)(6) 2013; inratio: 1.5, 2.0 and 1.5; mean: 1.67; sd: 0.29; %cv: 17.32. Inratio meter results passed the criteria for precision. In-house therapeutic donor testing was performed on reported lot # 312530 on august 14, 2013. Results as follows: donor (B)(4); inratio: 1.8, 1.8, 1.7; reference: 1.58; bias threshold: 1.8 - 2.08; %cv: 3.27. Donor (B)(4); inratio: 2.6, 2.7, 2.8; reference: 2.65; bias threshold: 1.65 - 3.65; %cv: 3.70. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation required. Conclusion: analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. "No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot #312530, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action: no further action is required at this time. This issue will be subject to tracking and trending.